Manufacturer narrative:
Although the customer initially reported a low battery warning, review of the AED's internal log files determined that the warning went unaddress resulting battery fully depleting within the unit. On (B)(6) 2026 the AED identified that the AED battery was getting low and attempted to alert the user by flashing its red asi and chirping. The AED continued to flash and chirp until (B)(6) 2026 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2026 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.

Event description:
An international distributor reported their customer's AED asi is flashing red, and the AED is reporting a service code. The customer did not report this occurring during patient use.